Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) incision site "was bleeding for hours" after the patient was implanted with the device. The incision site was cauterized and the device remains in use. No further patient complications have been reported as a result of this event.